Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation from the lifevest equipment. Patient described irritation as cuts in the skin and lumps on the back which had broken open. The patient reported having a pre-existing skin condition called grover's disease. Patient states that they take prescribed betamethasone. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended occasional removal of lifevest for skin irritation. Outcome of skin condition is unknown.